Manufacturer narrative:
Section d4: model number and catalog number corrected. Section d6a: date of implant corrected. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: review of the submitted images confirmed evidence of corrosion within the pump cable inline connector that could have resulted in the driveline communication fault alarms observed in the submitted log files. A specific cause for the observed evidence of corrosion could not be conclusively determined through this evaluation. The submitted system controller event log files contained events from 19oct2024 through 19nov2024, per the timestamps. A driveline communication fault alarm was captured on (B)(6) 2024. The driveline was disconnected shortly after the alarm began, consistent with the first reported modular cable and system controller exchange. An additional driveline communication fault alarm was captured on (B)(6) 2024. A re-connection of the driveline to the original system controller was captured approximately 3.5 hours after the alarm began, consistent with the second reported modular cable and system controller exchange. No additional driveline communication fault alarms were captured throughout the remaining duration of the files. The submitted photographs captured evidence of corrosion around the pin sockets of the pump cable inline connector prior to cleaning. An additional, post-cleaning photograph was submitted which appeared to capture no visible evidence of corrosion. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the patient handbook, rev. D, are currently available. Section 4 of the IFU, ¿living with the heartmate iii¿, contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms, including the driveline communication fault, and provide information regarding how to respond to and troubleshoot the alarms. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a driveline communication fault alarm. The patient went into the clinic with a modular cable tear. The modular cable was exchanged and during the exchange on the old modular cable (B)(6) a driveline communication fault alarm appeared. The alarms resolved with the exchange. The patient's old primary system controller became their backup system controller. The log files were reviewed and captured driveline comm b fault flags on (B)(6) 2024. There were also low power advisories due to normal battery depletion. The log file also suggested that the patient had not been connecting to power module/mobile power unit (mpu) power. This indicated that the patient had been sleeping on battery power which was not recommended. There were no other unusual events seen in the log files. The system controller and modular cable were confirmed to have been exchanged at the same time. No products would be returned. The patient went to the clinic with a driveline communication fault alarm. The patient had just received a new modular cable (lot # 10524234) on (B)(6) 2024 for driveline communication fault alarms. The log files were reviewed and displayed multiple strings of low power advisories while on batteries due to normal battery depletion. There were also multiple strings of driveline_comm_fault / (f5) pwr_b_broken alarms beginning (B)(6) 2024 on system controller (B)(6). It was suggested that the modular cable and system controller be replaced with a new out of box system controller and modular cable if the patient can tolerate an exchange. After replacing the modular cable and system controller it was advised to monitor for alarms. The driveline communication fault resolved with the modular cable exchange and no system controller was exchanged. The patient was planned to be discharged home and was to return to the hospital if the alarm reoccurs so it can be fixed. The patient requested to come in for a driveline cleaning. There was green corrosion seen on the proximal portion of the driveline which was responsible for the driveline communication fault. There appeared to be a possible spot of corrosion on the patient side of the modular cable connector (lot # 10524234). A warranty replacement was requested. It was not confirmed whether or not this modular cable had corrosion. The cause of the corrosion was not determined. The modular cable connector was cleaned and replaced after the initial cleaning. The driveline communication fault alarms did not return pre/post cleaning and there were no further issues. The modular cable and system controller would be returned for evaluation. The additional log files were reviewed and showed a low power advisory due to normal battery depletion on (B)(6) 2024. There were no driveline communication faults seen.